Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. The visual inspection found spark marks and melted insulation at the forceps tip. Based on the results of the investigation, the reported issue was caused by a component failure of the jaws insert. The cause of the sparking and melting of the insulator at the forceps tip could not be identified, but it could be that other equipment was output at a distance closer than 10 millimeters (mm), for example. The root cause not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during surgery, while using the subject device when the output was generated without coming into close contact with the metal of the monopolar machine, a spark flew and the tip of the subject device melted. The therapeutic uterine myomectomy procedure was completed after replacement with a similar olympus back up new device. The patient was under sedation with device outside the patient. The procedure was prolonged for only a few minutes for the replacement of the device. Per additional information, malfunction occurred only at cut output, it did not occur when using coag output. There were no health risks to the patient or the device user.

Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.